Manufacturer narrative:
A partial (cut) lead was returned for product analysis. The lead was in 2 pieces. The distal end was cut and the helix was missing. The connector on the proximal end was separated from the body of the lead at the seal boot. Visual analysis under magnification reveals the following: the outer seal boot has been torn in half at the edge of the crimp ring joint, eliminating the strain relief. The boot is worn around most of the fracture surface, and the worn appearance suggests that the tear was present for an extended period of time. There is one location on the boot fracture surface that has a sharp and unworn cut. The outer and inner coil filars near the tear in the outer seal boot are fractured. Three of the outer filars have sharp and clean defined breaks indicating they were cut during or after explant. One of the outer filars has a rough and worn break indicating it has been broken for an extended period of time. The inner filars show rough and worn breaks near the tubing break zone indicating they have been broken for an extended period of time. While it is not possible to determine what specifically caused the outer boot (strain relief) to fail, the most likely cause is that something sharp nicked/punctured the outer seal boot located over the joint between the lead and the is-1 connector, leading to the fracture of several of the filars and the inner tubing. What the sharp object was and how or when it came into contact with the boot cannot be determined from the information. The incident in this report is the 2nd occurrence for myodex leads with a confirmed fracture due to nick/puncture on the outer seal boot in at least the past 3 years, resulting in an occurrence rate of (B)(4). The risk analysis results are within the acceptable region. All records indicate the device met specification prior to leaving greatbatch medical.

Event description:
As reported: the lead exhibited high pacing thresholds and was explanted. A chest x-ray showed that the ventricular lead was broken and a new lead was implanted.